Event description:
It was observed that during the device evaluation, the cable exhibited a leak there was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue a device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. DHR confirmed that the device was shipped in conformance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.